Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the violet instrument tracker has been damaged. There was no patient present when this issue was identified. It was later noted that two retaining pieces on the navlock were missing when reported. If the instrument were to be used in a case, it would verify successfully.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Device manufacturing date not known at the time of filing. If information is provided in the future, a supplemental report will be issued.